Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the universal tightener fractured in a torsional ductile overload mode. The xia surgical technique advises the customer to use the universal tighten to provisionally lock the device, and advises not to final tighten with it. The overload fracture suggests that the tightener was over-torqued. Conclusion: the most likely cause of the reported tip fracture is over-torquing of the universal tightener during provisional locking of the blocker.

Event description:
It was reported that because the surgeon tightened the angled open connector, the surgeon used the universal tightener. When the surgeon tightened the screw, the tip of universal tightener broke. The surgeon changed the universal tightener to another universal tightener.

Event description:
It was reported that because the surgeon tightened the angled open connector, the surgeon used the universal tightener. When the surgeon tightened the screw, the tip of universal tightener broke. The surgeon changed the universal tightener to another universal tightener.